Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). The patient was treated with oral antibiotics and hospitalised (duration not reported) for IV antibiotics administration, however the issue did not resolve. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.